Event description:
On (B)(6) 2013, the reporter contacted animas and reported there was a display issue (dim/fading) with pump. It was reported that the display was dull and the lettering not as bright. This complaint is being reported because the issue remained unresolved at the time of trouble shooting. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/02/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a dim, discolored display screen. During testing, a new display test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.